Event description:
It was reported the lead was fractured and will be replaced. Additional information reported a possible insulation failure. The impedance had decreased, was subsequently low, and the thresholds had risen. There was no ventricular capture noted. Noise and oversensing were also seen. The lead was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Other: it was reported the lead was fractured and will be replaced. Additional information reported a possible insulation failure. The impedance had decreased, was subsequently low, and the thresholds had risen. There was no ventricular capture noted. Noise and oversensing were also seen. The lead was explanted and replaced. There were no patient complications reported. No conclusion can be drawn. Capture, failure to, insulation degradation, interference, lead(s), fracture of, oversensing, impedance, low, high threshold.